Manufacturer narrative:
Eval summary: it is reported that the locking screw disassociated from the stem extension and finally the lcck surface dislocated from the tibial plate. The pt is a male and he is reported to have a high activity level. As returned, the locking screw shows excessively deformed threads and wear/deformation on the shank as well as on the head. The articular surface shows deep gouge marks/material chip off on the spine and the excessive wear to the posterior tabs on the backside and the metal post. Also, the part shows a presence of metal debris on the back side surface near the dovetail possibly due to wear of screw and the support. X-rays show dis-assembly of the locking screw and the dislocation of the poly as the post has moved and is disoriented. Also x-rays show the fracture of the tibia bone on both legs and femur bone on the right leg indicating the possibility of trauma. It is not known whether or not the screw was tightened to the recommended torque level. The cause of the locking screw loosening could not be definitively determined based on the available info. Device history records indicate device mfg to spec.

Event description:
It is reported that the device was implanted in 2007 and explanted in 2008, due to the locking screw disassociating from the stem extension. The lock surface disassociated from the tibial tray.